Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of the transmission revealed ventricular noise reversion and non-sustained right ventricular oversensing. Patient presented to the clinic after receiving a vibratory alert on (B)(6) 2018. Upon interrogation, non- sustained right ventricular oversensing was noted. Attempts to reproduce the oversensing was unsuccessful. The right ventricular lead exhibited one measurement of high impedance. The lead was capped and replaced on (B)(6) 2018. The patient was in a stable condition.